Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead was unable to remove the catheter smoothly. After the lead was removed, the catheter and lead were rinsed and placed in the patient again. The lead was still unable to remove catheter smoothly. The distal end of the catheter was deformed and bent after looking carefully. Another catheter was used to complete the procedure. No patient complications have been reported as a result of this event.